Event description:
Liu, q., qi, c., wang, y., su, w., li, g., wang, d. (2021). Treatment of direct carotid-cavernous fistula with willis covered stent with midterm follow-up. Chinese neurosurgical journal, 7(1). Https://doi.org/10.1186/s41016-021-00256-y. Medtronic review of the literature article found that 10 cases were completed with willis covered stent to treat carotid-cavernous fistula (ccf). Navien distal access guide catheters were used in all cases and echelon 10 microcatheter was used in one case. There were no device malfunctions reported regarding these medtronic devices and no patient injuries related to the medtronic catheters. One case described in the article was regarding a (B)(6) year-old male patient who was treated for traumatic carotid cavernous with coils and onyx-18 in a local hospital. The signed were relieved after the procedure but then aggravated in 10 days before being transferred to the study hospital. Digital subtraction angiography (dsa) confirmed recurrence of the ccf and the patient was then successfully treated with implantation of a willis covered stent. Clinical follow-up after the procedure with the willis covered stent at 6 months post-procedure and 24 months post-procedure showed disappearance of the ccf baseline symptoms but decreased right visual acuity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.